Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they went to the emergency room (ER) due to swelling in their arm. It was discovered that a thrombus had formed due to their recent right atrial (ra) and right ventricular (rv) lead implant. Due to the patients exercise regiment the thrombus dislodged and became embedded in their arm causing the swelling. An intervention was completed to remove the thrombus and the patient was prescribed an anticoagulant medication. The device and leads remain in use. No further patient complications have been reported as a result of this event.